Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that reprogramming was performed on (B)(6) for better distribution to provide stim in upper hips and back, patient was given three new programs and was happy at the end of the appointment. Increased pain was resolved. There are no plans to address the lead migration issue as the patient is getting adequate relief. No further complications were reported/anticipated.

Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell in february and had increased pain since. Per the hcp, the patient had x-rays performed and the leads had migrated. The rep said the patient was scheduled for reprogramming on 5/22 to try and capture their painful areas. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.